Event description:
Add'l info rec'd from MFR 3/30/01: the device was returned to guidant on 2/15/01. Initial testing of the device determined that it could sense and deliver pacing and defibrillation therapy, and the battery status was at beginning of life. The device passed automated and manual electrical tests. A review of the device's memory and stored electrograms showed that the pt underwent 15 tachyarrhythmia episodes between 9:29 am and 9:54 am on event date. Based on the review of device memory and stored electrograms, the device operated normally. Testing confirms that the pt's arrhythmias were detected and that shock therapy was appropriately delivered. Unfortunately, pt thresholds may have been higher than the programmed therapy. The device has been archived in guidant's long-term storage.

Event description:
Pt up to bathroom, staff outside door. Staff found pt slumped over, returned pt to bed. Initiated "code blue". Resuscitation efforts continued for 40 minutes, including external defibrillation several times. No evidence of firing of internal defibrillator during code.